Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus surgery, when the suture was tightened when preparing to push the knot, the suture broke. Both ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle or were returned for examination. Without the return of the suture the reported complaint of suture breakage cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint.